Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (b)(60 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 08-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated they still haven't gotten the programming set up to deal with the pain she is having. Pt clarified the therapy is not working for her pain. Pt did say that the trial did work for her pain. Pt stated she has tried to reach her rep (B)(6) but he has not called her back. Pt mentioned she is having a lot of trouble with the right leg and pt cannot walk on the right heal since 3 weeks ago pt will feel a sharp pain from her heel to the ins site. Pt is worried the ins has moved or a lead wire is broken. Pt mentioned that an xray was done to check the leads about 2 months ago and the hcp did verify that everything looked good. Suggested that pt contact her hcp and request to have the ins / leads checked. Caller was redirected to the healthcare provider (hcp).